Event description:
Customer reported an incident with inaccurate fluid removal. The prismaflex was set to remove 10ml / min and it removed 124 per the status screen in 30 minutes. The pt's blood was returned and treatment continued with another machine. No blood loss reported. Reported machine runtime 1119(h).